Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. It was noted that the depth was not properly assessed in any view; however, it was noted that severe circumferential leak suggested the depth was a minimum of 14 mm.

Event description:
It was reported that during a transcatheter aortic valve implantation, severe parallax on live fluoroscopic imaging created uncertainty in interpreting valve position, computed tomography was not available during the case to reference or recreate projections, and implantation depth at approximately 80% deployment could not be assessed or confirmed due to inability to reference native anatomy on imaging. On release of the valve, the valve dislodged toward the left ventricle and the waist portion landed at the annular level in an intra-annular position, with severe paravalvular leak (pvl) around the waist of the valve. Post-implant dilatation was attempted with a 22 mm balloon and then a 23 mm balloon without resolving the pvl or creating a seal. A second transcatheter aortic valve implantation was performed with a 23 mm non-medtronic valve with additional volume within the medtronic valve frame, and echocardiogram showed residual pvl with the mitral valve unaffected. The patient remained stable throughout the procedure. The implanting physician attributed the dislodge to lack of calcium.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012869494); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0013300886); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.